Manufacturer narrative:
G4:21feb2021, b4:23feb2021. H11:g5:k102985. H10: the customer replaced the blower to resolve the issue. The unit was tested and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported turbine failure. The unit was not in use, and there was no patient or user harm reported.